Manufacturer narrative:
The cycler was returned for eval where the alarm condition(s) could not be repeated during simulated treatment testing. The device passed the scale calibration check. The device was determined to be functioning according to product specifications. Further eval found no device malfunctions that would have caused the reported peritonitis. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. In regard to the pt's peritonitis, the pt's nurse indicated that the peritonitis was caused by touch contamination by the pt. The pt stated that she had not washed her hands, had run out of hand disinfectant and had disconnected from cycler. The pt reported that her effluent was now clear and continued pd treatment. The fmc pharmacovigilance physician concludes the cycler alarmed appropriately. This is a retrospective MDR being submitted by fresenius medical care aas a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
The pt contacted tech support reporting that, while using the fmc peritoneal dialysis (pd) cycler device, she encountered a mid-drain alarm during treatment and was advised to re-set up cycler. The pt also encountered scale problems after her spouse leaned on the device. Pt noted at that time that her weigh bag was full of fibrin and felt that she had peritonitis. The pt reported a history of peritonitis and denied having a fever or abdominal pain. The pt was seen at the clinic and was subsequently admitted to the hosp and diagnosed with peritonitis.